Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2021-00940.

Event description:
The patient was undergoing a thrombectomy procedure in the m2 and m3 segment in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system 4max reperfusion catheter (4maxc), non-penumbra stent retriever, and a non-penumbra aspiration catheter. It was noted that the patient¿s anatomy was tortuous. During the procedure, after completing six passes using the 4maxc, velocity, and stent retriever in the target location, thrombolysis in cerebral infarction (tici) 1 was achieved. The velocity was then removed, and the hospital technologist noticed several bends at the distal end of the velocity. Subsequently, the physician removed the 4maxc and stent retriever in an exchange to a larger aspiration system. A new velocity was then advanced over the guidewire, through the rotating hemostasis valve (rhv) and through the aspiration catheter; however, while rotating the velocity in the m1 segment of the mca to access and advanced into the m2 segment of the mca, the velocity broke at the mid-shaft. Therefore, the aspiration catheter was removed containing the broken velocity. The physician decided to end the procedure at this point. There was no report of an adverse effect to the patient.